Manufacturer narrative:
Evaluation of the first returned catrx revealed bends in the catheter shaft, a damage guidewire lumen, and a kink in the catheter. If the catheter is forcefully mishandled during use, damage such as this may occur. During the functional test, a demonstration guidewire was loaded into the guidewire lumen with resistance due to the guidewire lumen damage. The catrx was then advanced through a demonstration benchmark without an issue. The root cause of the reported complaint could not be determined. Evaluation of the second returned catrx revealed a damaged guidewire lumen. During the functional test, a demonstration guidewire was loaded into the guidewire lumen with resistance due to the guidewire lumen damage. The catrx was then advanced through a demonstration benchmark without an issue. The root cause of the reported complaint could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316: the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint. This report is associated with MFR report number: 3005168196-2021-00027. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00027.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and a guide catheter (6fr boston scientific). It was reported that the patient had an rca inferior stemi with stents throughout the rca. During the procedure, while tracking a catrx through the guide catheter, the physician experienced resistance, and the catrx was unable to track through an ¿s¿ turn, 8cm from the origin of the rca. The catrx then was removed. The physician continued the procedure using a second catrx and the same guide catheter. The physician experienced resistance again tracking the catrx through the "s" turn. It was also reported that two wires were placed inside the catrx, which may have kept the catrx from tracking. The catrx was then removed. The procedure was completed using a balloon and the same guide catheter. There was no report of an adverse effect to the patient.